Event description:
A customer experienced a problem with the skin level gastrostomy kit. The customer reports that the pt developed a bleeding gastric ulcer from the gastrostomy tube. The dr attempted to remove the entristar by using an obturator, but the distal end did not enter the ring of the bumper. Then he changed his removal technique to endoscopy. When the endoscope reached the pt's stomach, it was discovered that a bleeding gastrostomy ulcer was at the bumper location. The entristar was removed by an obturator while viewing the area with an endoscopy to locate the bumper ring.